Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was advised to rewind; customer stated she connected and got to the fill cannula step. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.